Manufacturer narrative:
Application was off label. Approval only up to 6 diopters myopia, patient was -7.25 d. Possible microbial keratitis although apparently on its way to resolution prior to cautionary treatment. Microbial keratitis is a known risk of contact lens wear.

Event description:
Subject, female -7.25d myope fitted in 2007 with crt corneal reshaping lenses. Four months later, experienced discomfort. Visited optometrist three days later. Dr observed lesion, however, epithelium already recovered but opacity visible. Treated with tobramycin, did not culture. Saw patient again six days later, some opacity still present, continued tobramycin. Saw patient eight days later, stopped tobramycin, ordered new lenses, lesion resolved, visual acuity 20/20. Will wait 2 weeks before returning to lens wear.